Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the ccd signal wire rupture.based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire.in addition, our technician confirmed that the segment fluid damage, the u/d and the r/l pulley wires fluid damage, the ccd module with drive pcb fluid damage, the lcb (light carrying bundle) fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the u/d knob broken, the lg prong top corroded, the serial number plate missing, the ethylene oxide gas valve (eog) leak, the remote control buttons cut, the aft suction tube dirty, the r/l lock knob improper adjustment, the u/d lock lever improper adjustment, the bending rubber worn out, the distal body worn out, and the root brace rubber (lg control body) flared; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).